Event description:
The customer reported the system is not displaying images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and was unable to repair system due to lack of parts availability. (B) (4).